Event description:
During an unknown procedure, the seal became dislodged from the inside of the trocar and fell into the pt. The surgeon retrieved the seal and continued on with the procedure. There was no consequence to the pt.